Event description:
Literature: mehrkens jh, botzel k, steude u, et al. Long-term efficacy and safety of chronic globus pallidus internus stimulation in different types of primary dystonia. Stereotact funct neurosurg. 2009;87(1):8-17. Summary: this report describes a retrospective long-term analysis of 18 patients followed between 37 and 90 months suffering from dystonia. Patients had bilateral pallidal electrode implantation with permanent implantation of a stimulation system. Event: it was reported that patient experienced a local infection at the right intraclavicular device 6 weeks after device replacement in an outside institution (46 months after primary implantation) requiring device explanation. Re-implantation was performed 6 weeks alter without further sequelae. Please refer to manufacturer report number: 2182207200905195.